Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2014). The patient¿s meter has been returned on 5/29/2014 and evaluated by lifescan product analysis on 7/2/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch verioiq meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began two weeks prior to contacting lfs. Prior to the start of the alleged issue (date/time not known) the patient reportedly felt sleepy and had a headache. According to the csr¿s documentation, at unknown dates/times, the patient reportedly obtained ¿multiple high readings¿ with the subject meter and ¿normal readings¿ with the onetouch ultra2 meter, performed at unknown times from each other. The patient reportedly did not test her blood glucose with another device and reportedly treated herself (date/time not specified) with food/drink. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.